Event description:
An ophthalmologist reported a pt who experienced severe keratitis following the use of this product. She stated she treated the event with a lubrication and a steroid. On (B)(6)2011, additional info was received from the ophthalmologist stating she diagnosed the pt with significant diffuse punctate keratitis in both eyes unrelated to contact lens overwear or poor fit. She stated this pt was treated for ten days with a steroid drop and an artificial tear lubricant drop. She stated this pt is still not wearing contact lenses and his symptoms have not resolved. This report is for patient 2 of 7.

Manufacturer narrative:
Eval summary: no sample was returned by the customer. The complaint history was reviewed for this lot and there was one complaint reported for eye discomfort. Review of the compounding and filling mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined. Additional info was requested via mail on 02/15/2011; via fax on 02/15/2011; via phone on 02/21/2011. (B)(4).